Manufacturer narrative:
Manufacture narrative: secondary intervention to remove the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the lens needed to be repositioned. Reportedly, "repositioning was recommended due to misalignment, but the patient strongly wished for removal." The lens was removed, and the problem was resolved. Cause of the event was a patient-related factor. There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.